Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot#, serial# (B)(4), implanted:(B)(6) 2010; explanted: product type catheter product ID 8731sc, lot#, serial# (B)(4), implanted: (B)(6)2010; explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-feb-2012, UDI#: (B)(4) ; product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (16 mg/ml at 9.58 mg/day) and compounded baclofen (600 mcg/ml at 369mcg/day) via an implantable infusion pump. It was reported that the patient was not receiving adequate pain relief. It was noted that volume discrepancies were calculated during refill appointments today and on (B)(6) 2021 where the expected volume today was 6.4 ml and 8.5 ml was removed. Images revealed that the catheter tip was lower than hcp would prefer for the patients area of pain. Therefore he scheduled a replacement ((B)(6) 2021) of the pump and catheter with the intent to place the catheter tip higher.